Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of wire derailed. Failure analysis investigation found the instrument's pitch cable was frayed. The conductor wires were intact and undamaged however the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the wire of the prograsp forceps instrument was derailed. The instrument was not used. No patient harm, adverse outcome or injury was reported. I also followed up with the site via email on (B)(6) and I received a response on (B)(6) and customer confirmed that the wires looked broken.